Event description:
It was reported that the customer encountered a cgm error 42 while using their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and after the reset, the issue was resolved as the customer successfully started their sensor session without further errors.